Manufacturer narrative:
The device was received for repair. The device was calibrated to current specs. The software was upgraded and a full functional test was performed.

Event description:
It was reported that tube keeps disconnecting from plug in.